Event description:
A talent stent graft device was implanted into a patient for the emergent treatment of a 9 cm ruptured thoracic aortic aneurysm. It was reported that the patient had been symptomatic for hours and presented emergently with a ruptured 9 cm aaa. The patient also had a cerebral bleed at the same time. The talent bifurcated graft was implanted successfully and ballooned with a reliant, but the patient expired after opening the abdomen in order to decompress. After the abdomen was opened, the stent graft was re-ballooned with a different reliant, which was used both inside and outside the graft. The dissections were seen from ballooning. A talent aortic cuff was also implanted because of seeing bleeding in the abdomen. Patient was without a blood pressure by this time. The physician does not believe there were any problems with the stent grafts or placement.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death), patient's condition affected effectiveness of device. Conclusion: device failure lack of effectiveness related to patient condition (ruptured aneurysm prior to stent graft placement).